Event description:
The caller alleged a variance between two (2) inratio inr results.results are as follows:date inratio inr (B)(6) 2015 5.9 and 1.0 therapeutic range: 2.0 - 3.0.the time between testing was ten (10) minutes. The customer reported that they were unable to obtain a sufficient sample of blood when performing the test.there was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. It was reported that the customer was unable to obtain a sufficient sample of blood to conduct the test. This cannot be ruled out as a cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.